Event description:
It was reported that during the implant produced, the outer insulation broke. The doctor was trying to remove the guide wire from the lead, but the wire became frozen in the lumen. The doctor used a great deal of force to try and remove the wire which resulted in the lead insulation separating. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned in segments and analyzed. No anomalies were found. All conductors were distorted. All conductors had blood/body fluid (not obstructed). The outer insulation was torn and was breached cut. The guidewire was stuck in the lead. Visual analysis noted the lead was damaged at implant. It is apparent that when attempting to pull back the competitor guidewire, its coating became ensnared with the conductors. This caused a distortion of the filars.